Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that catheter issue occurred. A opticross hd imaging catheter was advanced for treatment. However, it was reported that image was lost. The procedure was completed with another of same device. No patient injury was reported. However, returned device analysis revealed imaging window was twisted.